Manufacturer narrative:
Concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8703, lot# j93126004, implanted: (B)(6) 1994, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen 500 mcg/ml (dose 25.16 mcg/day) via an implanted pump. The patient's "old" drug was listed as intrathecal baclofen 500 mcg/ml (dose over 200 mcg/day). The pump's indication for use (IFU) was listed as multiple sclerosis and intractable spasticity. It was reported a boluswas miscalculated and gave the patient extra medication and the patient experienced overdose. Event date was unknown. It was further reported at first baclofen had quite a good impact. The patient had been inactive (bedbound) for a number of years (since (B)(6) 2004). The reporter felt that they should have dropped the dose back then but they didn't additional information has been requested, but was not available as of the date of this report.

Event description:
Information was received from the physician¿s office who indicated that the patient¿s pump has been programmed to the lowest possible rate as the patient was not going to have surgery to replace the pump. It was noted that the pump battery should die ¿any day.¿ the physician¿s office had no knowledge of the event and no bolus was given. It was noted that the patient¿s diagnosis for the use of the infusion system was multiple sclerosis. There was no troubleshooting performed or no actions/interventions taken, and ¿none¿ was reported in regards to the serial numbers of the clinician programmer and pump.